Manufacturer narrative:
¿There was evidence of keypad contamination found under all key contacts.¿ was incorrectly included. These results are not valid for this report, please disregard.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a battery life issue. It was reported the patient¿s blood glucose on an unspecified date was 343 mg/dl with extreme thirst. The reported health event does not qualify as a serious injury. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up #1 - product analysis: the device was returned and evaluated by product analysis on 04/10/2015 with the following findings: the complaint was unable to be duplicated with investigation. Review of the pump¿s black box found evidence of shortened battery life. The total daily dose history dates were out of sequence: 01/20/2015-01/21/2015-01/20/2015-01/21/2015; the total daily dose appears inaccurate because of the non-sequential date history. Data during this time was overwritten due to extended pump use. All other total daily dose correlate appropriately to the user programmed basal rates. Two battery compartment cracks were observed. The returned battery cap was able to secure properly to the pump. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. The pump¿s electric power draws were within specification. No damage or defect was found to the pump¿s internal components. There was evidence of keypad contamination found under all key contacts.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.